Manufacturer narrative:
Additional information: received a reservoir which has its drainage port broken in the base. The port could be broken following excessive force applied during adapter attachment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Product code lot number did the device fail to work during its first activation? Was the reservoir able to produce negative pressure/activate as expected? Did the reservoir inflate rapidly upon activation? Was a leakage of air/exudate detected? Were all connections checked?

Event description:
It was reported that the patient underwent a dermolipectomy procedure on (B)(6) 2017 and the unknown reservoir was connected to a drain. During the procedure, the problem occurred with the reservoir. It was reported that the reservoir was not sucking. Another like device was used to complete the procedure. There were no reported patient consequences. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to clarify following information. If further details are received at the later date a supplemental medwatch will be sent. Can you please clarify the lot number involved? The indicated lot number, j16089, is incomplete. There should be 7 digits after the letter j in our lot number. Two digits are missing.

Manufacturer narrative:
Additional information was requested and the following was obtained: what is the product code? (B)(4) what is the lot number?j16089 did the device fail to work during its first activation? Yes was the reservoir able to produce negative pressure/activate as expected? The device doesn¿t produce negative pressure, was repositioned and continued the same . When tried to open a new product, this one worked normally. Did the reservoir inflate rapidly upon activation? No was a leakage of air/exudate detected? No were all connections checked? Yes